Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. The customer¿s blood glucose (bg) was "high", although specific value was not provided. Customer addressed elevated bg by a correction bolus via the pump. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.